Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: e3, h2, h3, h4, h6 and h11. An olympus field service engineer (fse) was dispatched to the user facility and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the failure was not caused by the complaint related device, but by a microphone used during procedure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed image jerking and dark frames appearing when the strobe light is turned on. There were no reports of patient involvement.